Event description:
It was reported that the catheter was removed from the pt in ccu, while leaving the introducer sheath inplace. The pt was transferred to the telemetry floor and sometime after transfer, the introducer was removed and the sheath body separated from the hub. The pt was taken to operating room for removal of the sheath body. The pt experienced some respiratory problems which was resolved. The pt was later discharged with no add'l complications.